Event description:
A distributor in (B)(6) reported that five iw931cosycot infant warmer had damaged gas tubing. Thus was noted after connecting the oxygen supply to the gas outlet port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint gas tubing of the iw931 infant warmer was not returned to fisher & paykel healthcare for investigation. The customer plans to repair the infant warmer and return it to service. Therefore, our investigation is based on photographs and information provided by our distributor. Results: the hospital reported that the gas tubing (clear tygon) going to the oxygen flow meter was ruptured on five infant warmers (3x 120420, manufactured on 20 april 2012; 2x 120430, manufactured on 30 april 2012). The clear gas tubing delivers oxygen from the gas-inlet to the flowmeter and is seated inside the infant warmer unit. Visual inspection of the provided photographs confirmed that the oxygen tubing was damaged most likely due to excessive pressure. Our distributor visited the hospital and confirmed that due to high pressure of oxygen the clear tygon tubing was ruptured in some infant warmers and in some units the plastic collar came out from the male connector of the gas module. It was additionally noted that adjusting the pressure regulator to limit the pressure resolved the problem. A lot check revealed no other complaint of this nature for lot 120420 and lot 120430. Conclusion: the distributor could confirm that the hospital used high gas pressure in the infant warmer setup. The rupture of the oxygen tubing was most likely due to the use of excessive pressure, which can be solved by using a pressure regulator to limit the output pressure. All infant warmers equipped with a flowmeter module and gas block are leak and flow tested and those units that fail are rejected. The subject iw931 infant warmers were released for distribution on april 2012 and are more than 3 year old units. Review of the production records of these complaint infant warmers revealed that all of the units passed the required leak and flow tests before they were distributed. This suggests that the observed rupture of the gas tubing occurred after the subject infant warmers were released for distribution. The infant warmer user instruction states the following: - always adjust the flowmeter valves slowly to avoid excessive pressure in patient supply lines. - to avoid possible patient injury or flowmeter damage do not attempt to adjust the flowmeter flowrate above 15 l/min. - compressed gas cylinders can become hazardous projectiles if the gas is released rapidly. To prevent damage from shock or impact, the cylinders must be securely fastened.

Event description:
A hospital in (B)(6) reported via a distributor that some of their iw931cosycot infant warmers had damaged gas tubing. Thus was noted after connecting the oxygen supply to the gas outlet port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint devices. We will send a follow up report upon completion of our investigation.